Event description:
After placement of two stents, one of the stents had become longer than expected and the middle part of both stents (especially from the right one) was hard to identify under fluoroscopy. The patient had common iliac artery stenosis proximally. Two stents through the distal aorta were inserted placing the stents into each common iliac artery. For priming of the stent delivery systems, a 20cc syringe with saline. In normal cases a resistance is felt when flushing the saline through the catheter. In this case -when flushing through the 'priming port', no resistance was felt at all when flushing the catheter and the saline left at the tip, instead of at the usual border between inner- and outer catheter. This same event occurred with both stent-delivery systems.